Manufacturer narrative:
This report is submitted on august 17, 2023.

Event description:
Per the surgeon, the patient experienced sound feedback. The attract magnet was removed and replaced with an osia under a general anaesthetic on (B)(6) 2023.